Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and h6. Additional suspect medical device components involved in the event:19057875. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7079171.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. No additional information was available. Additional information was received that the deep brain stimulation (dbs) patient was explanted due to inadequate stimulation, as the disease progressed, they had turned up stimulation causing undesired sensations/ stimulations. The patient is doing well post operatively and the device will not be returned as it was disposed per facility.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. No additional information was available.

Manufacturer narrative:
Additional suspect medical device components involved in the event:19057875 product family: dbs-linear leads upn: m365db2202450. Model: db-2202-45. (B)(6).